Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The device has not been returned to olympus medical systems corp.(omsc) but was returned to olympus france (ofr) for evaluation. Ofr sent the device to a third party laboratory for microbiological testing. As a result of the testing, the sample collected from the all channels of the device tested positive for micrococcaceae (1 cfu/endoscope), gram-positive bacteria (1 bacillus cfu/endoscope). The testing result cleared the french guideline. Ofr inspected the device and confirmed the following; the adhesive of the bending section rubber was peeling off. The cap of remote switch 1 was worn. There were wrinkles on the universal code. Due to the extension of the angle wire, there was play in the angulation control knob and the angulation was low. The exact cause of the reported event could not be conclusively determined, because the result of microbiological testing by the third party laboratory cleared the french guideline. The instruction manual states the possibility of infection by insufficient reprocessing. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The device has not been returned to omsc but was returned to olympus (B)(4). For evaluation. (B)(4) made conscientious efforts, but was not able to obtain information about the reprocess method from the user facility. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of routine microbiological testing by the user facility, following microbes were detected from the sample collected from the channel of the device. Aerobic microorganisms (>116 cfu/100ml) at 30 for 2 days, aerobic microorganisms (>116 cfu/100ml) at 30 for 5 days, pseudomonas aeruginosa (cfu/sample). The device had been manually disinfected. There was no report of infection associated with this report.